Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.